Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 230 mg/dl during the phone call. The infusion set was changed the day prior to the hospitalization. The customer also stated the time was incorrect on the insulin pump. Troubleshooting was performed and the programming was correct. The leadscrew test was performed and insulin did not exit. The customer removed the reservoir from the insulin pump and found that it had a crack where the reservoir connects to the infusion set tubing. Unable to continue with the troubleshooting due to the faulty reservoir.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.